Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia after consuming a meal without announcing eggs and cheese, with blood glucose rising from 118 mg/dl to a peak of 236 mg/dl while using an ilet system with an inset and 23-inch tubing; the user reported no occlusion alerts, no visible site or tubing issues, and had primed insulin through the tubing, and was advised to allow the ilet to correct and to contact clinical support if glucose did not decline. Symptoms included elevated blood glucose without reported acute complications. Outcomes included transient hyperglycemia that resolved as the ilet delivered insulin, with no medical intervention, no ketone testing, and no backup therapy used. Investigation included device-use troubleshooting and education on meal announcement practices. Investigation of this case revealed no device malfunction or component failure and suggested missed meal announcement as the likely contributor to the hyperglycemic excursion. It was concluded, based on previously established findings for similar reports, that user-related factors associated with a missed meal announcement were the most probable cause.